Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced discordant results to an alternate access system. The discrepant results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discussed sample handling with the customer.